Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no urine flow. There was no problem with urine flow while the patient was in the operating room, but urine did not flow for about 5 hours in the foley catheter after being transferred to the high care unit. When the user removed the catheter and replaced it, about 400ml of urine flowed out.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A potential root cause for this failure mode could be due to insufficient duration of purging and shaking causing by mechanical failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "directions for use: 1. Method of use: the device is intended for single use only and is not reusable. 2. Precautions for use 1) to secure a sterile field for the procedure, spread a clean wrapping paper. 2) place waterproof sheet beneath patient¿s buttocks. (Fig. 1). 3) put on sterile gloves. Open tray and place it on the wrapping paper. (Fig. 2). 4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (Fig. 3). 5) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. (Fig. 4). 6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (Fig. 5). 7) pull catheter to seat the balloon at the level of the bladder neck and secure placement. 8) keep the drainage bag below the bladder level without touching the floor. (Fig. 6). 9) connect the lead wire of catheter to temperature monitor with extension cable. 10) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube. (Fig. 7). 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." Correction: d,e. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no urine flow. There was no problem with urine flow while the patient was in the operating room, but urine did not flow for about 5 hours in the foley catheter after being transferred to the high care unit. When the user removed the catheter and replaced it, about 400ml of urine flowed out.